Manufacturer narrative:
Investigation is underway. A supplement report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted. The reason for the explant was not provided. Additional info has been requested but no new info has been received.